Manufacturer narrative:
Concomitant product : 5076-45 lead implanted: (B)(6) 2012.

Event description:
It was reported that the patient presented to the emergency room experiencing diaphragmatic stimulation due to the left ventricular (lv) lead. It was also reported that the right ventricular (rv) lead had one event of t wave oversensing, as noted on the electrogram (egm). Follow-up with the physician's office noted the lv lead was reprogrammed to improve the stimulation, however it could not be resolved. The lead remains in use. Follow-up also noted no further t wave oversensing was observed and the rv lead remains in use. No further patient complications have been reported as a result of this event.